Event description:
New imformation received stated that the lead was explanted and replaced.

Event description:
It was reported that high impedance and capture threshold were found. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Manufacturer narrative:
Analysis was normal. No anomaly found.